Event description:
During a laparoscopic hernia repair, reportedly only half of the balloon deployed. As air was pumped into the balloon, it ruptured, it was pumped 30 times. Balloon fragments fell into the abdominal cavity. All of the pieces were retrieved.